Event description:
It was reported that this device was implanted in (B)(6) 2023 and the patient never came in for a follow up. Most recently during a follow up it was noted that this device was depleting prematurely and the pace impedance measurement on the right atrial lead were fluctuating low and high out of range. It was believed that this was possibly related to the lead implant site. A device replacement was performed. During the revision burnt marks were noted on the connector between the atrial lead and device. A new right atrial lead was implanted. A new device was also implanted. After the revision procedure the products were not going to be returned as they were retained by the hospital. No additional adverse patient effects were reported.